Manufacturer narrative:
Detachatip multi-use instruments are provided in a variety of shaft configurations: scissors, graspers, dissectors, and various handle configurations. The suspect device is a multi-use laparoscopic fenestrated duckbill grasper intended to grasp tissue in a variety of endoscopic procedures. It is noted that initially the device was reported as catalog #3-1008, which is a detachatip iii 5mm x 33cm straight fenestrated (duckbill) grasper. However, when received, the device was actually identified as catalog #3-1006, detachatip iii 5mm x 33cm long fenestrated (duckbill) grasper. The long fenestrated grasper jaws are new designs introduced with the market release of the detachatip iii product line. Device history record and assembly level lot history record pertaining to cat# 3-1006, lot# 1301211 was found to be complete and in compliance. The review of these manufacturing documents has verified that the devices were produced according to current and approved procedures and material specifications. Non-conformances specifically regarding the product's quality and performance, but not limited to identity, safety and effectiveness were not identified during manufacture. In addition, all instruments released are documented to have passed both a riveting machine setup inspection and a final, overall inspection. The device was examined in the laboratory. The device was returned in poor condition exhibiting a broken, detached jaw. This device does not function as design and intended. The laboratory was able to visually verify the reported failure mode thus, this complaint is confirmed. Visual inspection of the returned complaint device found that the top jaw was completely detached from the device. The location of the break was at the cam slot in the jaw tail piece where cross sectional area (material thickness) is the smallest. Microscopic examination of the break determined that the break was a brittle fracture due to side or twisting forces. The jaws will normally bend as intended under excessive force during use, but not break. If overstressed to the point of breaking, a ductile fracture is exhibited. The probable cause of this complaint could be supplier related. Several conference calls with megamet, the component manufacturer verified the issue was most likely done during forming and prior to shipment to conmed. A minute crack and/or increased brittleness was most likely present on the component possibly caused by the two stage straightening technique done after heat treatment. This process has been refined and corrected per their corrective action given to the quality supplier engineer. Prior to this complaint straightening was done on the jaw component after the heat treatment process. This leaves the component in a more brittle state and less malleable. It was believed this component was work hardened and cracked and prone to break in this location due to the order of operations (straightening post heat treatment). Straightening is now completed prior to heat treatment when the component is more malleable. Since the order of operations has been revised in (B)(6) of 2013, no further defects have been detected. Conmed is considering this complaint closed.

Event description:
It was reported, " they were cleaning the fenestrated grasper and the tip came apart." It was also reported that this occurred after surgery during cleaning of the instrument; therefore, no patient contact at time of incident and thus no patient injury.

Manufacturer narrative:
The device has been received by conmed corporation; however, the quality engineering evaluation has not yet begun. On completion of the quality engineering evaluation a supplemental report will be filed. This is being reported due to a sentinel event reported on medwatch 1320894-2013-00015.